Manufacturer narrative:
The amplatz super stiff was not returned for analysis; however, two photos were attached in the parent record, and it was observed that the corewire was separated from the bald weld. Also, the guidewire was stretched and bent at distal section. Good faith effort attempts were made to try and retrieve additional details regarding the facility details, but further information was unable to be obtained.

Event description:
It was reported that guidewire detachment occurred. An amplatz super stiff guidewire was selected for use. During preparation, it was noted the tip was frayed and separated. The procedure was completed with a different device. No complications were reported, and the patient was stable post procedure. It was further reported that there was visual separation noted with the device.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. It was observed that the coil wire was unraveled due the core wire being detached and separated from the distal tip to the transition point. Additionally, the guidewire was kinked and stretched at the distal section. Two photos were provided for investigation, and it was observed that the core wire was separated from the bald weld and the guidewire was stretched and bent at the distal section. No other issues were identified with the device.

Event description:
It was reported that guidewire detachment occurred. An amplatz super stiff guidewire was selected for use. During preparation, it was noted the tip was frayed and separated. The procedure was completed with a different device. No complications were reported, and the patient was stable post procedure. It was further reported that there was visual separation noted with the device.

Event description:
It was reported that guidewire detachment occurred. An amplatz super stiff guidewire was selected for use. During preparation, it was noted the tip was frayed and separated. The procedure was completed with a different device. No complications were reported, and the patient was stable post procedure.